Event description:
A customer reported receiving higher readings from the adc device compared to readings obtained via competitor brand meter. The customer became hypoglycemic, subsequently experiencing a loss of consciousness, and was taken to the hospital by his son. The customer was treated with an unspecified IV for hypoglycemia. No additional treatment details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.